Manufacturer narrative:
Unit received with critical pump error (open book) and crest download unsuccessful due to moisture damage on electronics assembly on pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. However, unit tested with reference test electronics pcba2, was able to boot up properly with no unexpected critical pump error alarm noted. Unit received with cracked battery tube threads, broken belt clip rails and broken belt clip rails. The unit p-cap or test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery compartment. To way down the button. Belt clip was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.